Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan to report the onetouch ultralink meter was giving an unspecified error message during testing. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2014 at 3:00 pm, the patient obtained an unspecified test strip-related error message on the reported meter during testing; she was unable to obtain a blood glucose reading. The patient was unable to specify which error message occurred. At that time, the patient experienced no symptoms of high or low blood glucose levels. After the use of the meter, the patient took the action of taking an increased dose of insulin via her insulin pump. The patient did not seek any medical attention or treatment. The issue was not resolved with troubleshooting. The meter and test strips were replaced. The patient did not suffer an adverse event due to the reported meter. The patient experienced no symptoms and denied seeking medical attention. However, as the meter error message issue was not resolved with troubleshooting, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.